Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. He stated that he tried 3 reservoirs and 3 infusion sets. He explained that when he starts to prime, he hears a click when the motor hits the reservoir and once it starts to prime the numbers on screen go up and down and then stop with a no delivery alarm. The blood glucose at the time of the incident was 143 mg/dl. Troubleshooting was not performed as the customer had reverted to manual injections and did not have the device at the time of the call. The device will not be returned for analysis.